Manufacturer narrative:
The investigation determined that lower than expected tsh results were obtained from a patient sample processed using vitros tsh reagent lot 6340 with a vitros eci immunodiagnostic system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tsh lot 6340 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 6340. Vitros tsh within run precision testing was performed and the results were within ortho acceptable guidelines indicating an instrument issue was not likely a contributing factor of the event. However, because the recommended fluid, vitros total thyroid control level 1, was not processed as part of the precision testing, an instrument related issue could not be entirely ruled out. Pre-analytical sample processing was not likely a contributing factor as the customer was following the sample collection device manufacturer¿s recommended centrifugation protocol. A sample interferent was not able to be confirmed or ruled out as a contributing factor of the event as no information was provided in regards to whether the patient was taking any medications or vitamin supplements around the time of the event. In addition, testing of the sample using heterophilic antibody blocking tubes was unable to be completed as no sample remained for further testing. Email address for contact office is (B)(4).

Event description:
The investigation determined that lower than expected vitros tsh results were obtained from a single patient sample using vitros immunodiagnostic products tsh reagent lot 6340 on a vitros eci immunodiagnostic system. The results were lower than expected when compared to the result obtained from the same patient sample processed using an alternate method, advia centaur immunoassay method. Vitros tsh = 0.227, 0.244 uiu/ml vs the expected result of 1.808 uiu/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were not reported from the laboratory. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).